Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the bravo capsule failed to transmit correctly during an esophageal procedure. A repeat procedure was performed successfully. No other known adverse events were reported.